Manufacturer narrative:
Based on the investigation, it is inconclusive if there was a system malfunction as the reported fingerstick measurement was not entered in the system and the calibration entry that was entered 3 hours prior to the event was in good agreement with the sensor reading. Following the event, the next 2 days of calibration entries were reviewed, and it was observed that the sensor glucose readings were in good agreement with the fingerstick calibrations.user self-managed the hypoglycemia by drinking soda and recovered from the symptoms. User had decided to discontinue with the eversense system due to the alleged sensor inaccuracies which could not be confirmed during the investigation. H3. Device evaluated by manufacturer? Yes h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where user had a hypoglycemic event and the system did not alert the user due to inaccuracies in sensor readings.